Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that the white connector for the mobile power unit (mpu) was showing resistance when plugging in the controller. The metal frame inside the connector was lifted. A loaner mpu from the hospital was given to patient until the patient's personal one gets replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a damaged mpu, was confirmed when the unit was evaluated by depot service. The white power lead connector threads were damaged. The damaged threads did not prevent the white power lead connector on the controller from fully inserting into the mpu connector. However, the mating connector required an atypical amount of torque to fully thread (and lock) the connectors together. The black power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. The cause of the thread damage was unable to be determined through this analysis. The mpu assembly ((B)(4)) was made in apr 2020. The unit was packaged ((B)(4)) and placed into stock on jun 5, 2020. The unit was last sent to the customer on jul 16, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Connecting the system controller to the mpu is documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.80) and the heartmate 3 lvas IFU (p.3-37). The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.